Event description:
A (B)(6) pt contacted zoll customer support to report that his monitor was making a loud steady tone and was repeatedly resetting at the start-up screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (won't power up) was confirmed. As rec'd, the monitor failed the incoming functional testing and was resetting at the blue splash screen. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.